Manufacturer narrative:
During inspection and testing of the returned device, no leakage was found. However, there was liquid splashing when conducting air feeding after water feeding and there was insufficient air to clear water from the objective lens. The nozzle was removed and it was found there was fibrous material, similar to cotton yarn, inside. Once the nozzle was replaced with a new one, there was no liquid splashing and the air/water feeding was normal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely that the cause of the fibrous material inside the nozzle was because gauze or a similar product that produces lint was used for reprocessing, and the lint entered the air/water supply channel and became stuck in the nozzle. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which states the following regarding inspection of the endoscope: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." The reprocessing manual states the following: "all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle.¿ in addition, service found the contact pin of the video connector was oxidized. The suction cylinder and the air/water port were rusty. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer reported that during a regular check of the subject device, there was water leakage when feeding air with the air/water valve. The problem remained even after changing to a new valve. When they switched to a new gif-h170 endoscope, the problem disappeared. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing of the device, service found there was fibrous material, similar to cotton yarn, in the nozzle. This report is being submitted for the malfunction found by service during the device evaluation (foreign material in nozzle). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Clarification received regarding the reported issue. The olympus field service engineer confirmed that the reported issue (there was water leakage when feeding air with the air/water valve) occurred during a regular device checkup, the device was not in-use during a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information/clarification received from the olympus field service engineer and to add a concomitant device.